Event description:
It was reported to nova biomedical that a consumer was testing her blood glucose and treating herself inappropriately with insulin based on those readings had experienced hypoglycemia throughout the day not requiring medical intervention. During the call to customer support, it was revealed that the customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. The consumer was using compromised test strips to test her blood glucose sugar. Educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.